Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro endoscopic vessel harvesting system broke off inside the patient's leg. A 5 to 6 cm incision was created to remove the piece with no other patient effects reported. A new kit was opened to complete the procedure. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on september 30, 2010, for investigation. Visual inspection revealed that the c-ring was split in half. The other half of the c-ring and the entire scope wash tubing were received separate. The tip of the detached tubing was bent. There was some evidence of blood on the device. Based upon the visual observations, the reported failure, "c-ring fell off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).